Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the sensor. Customer's blood glucose level went as low as 45 mg/dl and as high as 333 mg/dl. Customer treated their low blood glucose with food and juice. Customer turned their sensor on and had fluctuating blood glucose levels. Customer treated their high blood glucose via bolus delivery. Customer adjusted their basal rates due to low blood glucose levels. Customer declined to troubleshoot for high blood glucose and advised they would call back if issues persist.